Manufacturer narrative:
The investigation for the pump stop has been completed. The returned pump was visually inspected, and a severe catheter kink was observed adjacent to the pump handle. The pump was plugged into a console and would not start, even at various p-levels. Electrical resistance testing revealed multiple open lines. Further electrical continuity testing confirmed the kink as the location of the open lines. Therefore, the root cause of the reported pump stop was determined to be multiple open lines due to excessive force. The instructions for use states the following for "impella stopped": "if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a pump stop occurred after the white cord got caught on the wheel while patient was standing. The white cable was reinserted but the pump failed to restart. The team attempted to push the white cable in deeper with no success. The console was swapped but it still did not restart. The pump was eventually removed. There was no patient harm reported.